Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter is confirmed but the exact cause is unknown. One photo sample of a powerglide pro device was returned for investigation. The first photo sample consisted of a powerglide pro catheter with a fracture near the distal end. The guidewire was observed to protruding and looping out of the fractured portion of the catheter. The distal end of the guidewire was extending out of the catheter. The fracture location appears to be located near the location of the needle within the catheter. Based on the description of the reported event and photo sample returned, possible contributing factors include retraction of the catheter against the needle bevel and advancement of the catheter against resistance. As the break in the catheter was observed, the complaint is confirmed but the exact cause is unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerglide pro was inserted per the IFU with the needle tip in the middle of the vein. However, when inserting the catheter over wire, the nurse experienced an issue and had to end the procedure. No patient injury reported.